Event description:
The doctor tried to screw the right ventricular lead 5 times into the connector port but without success, as the lead did not hold in place. The ventricular impedance was above 3000 ohms. The physician had the feeling that the screwdriver was not turning the screw.the ICD has been replaced.

Manufacturer narrative:
The preliminary analysis revealed that the connection system was non-functional due to a wrong model of screw.

Event description:
The doctor tried to screw the right ventricular lead 5 times into the connector port but without success, as the lead did not hold in place. The ventricular impedance was above 3000 ohms. The physician had the feeling that the screwdriver was not turning the screw.the ICD has been replaced.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190416 - analysis_and_closure_report_resp-2019-00263.pdf].

Event description:
The doctor tried to screw the right ventricular lead 5 times into the connector port but without success, as the lead did not hold in place. The ventricular impedance was above 3000 ohms. The physician had the feeling that the screwdriver was not turning the screw.the ICD has been replaced.